Event description:
The customer reported that the device did not alarm at the central station during a pt's flat-line event.

Manufacturer narrative:
Detached / dissembled, product evaluation customer report was confirmed. Rec'd (1) vamp adult system. Vamp system appeared not used. Tubing was completely detached from uv bond joint with reservoir. Uv adhesive was visible at small part of tubing, and reservoir bond areas.

Event description:
It was reported that there was a line detachment at vamp reservoir.